Event description:
Further follow-up indicates patient had their ipg explanted and replaced. Therapy has been restored postoperatively.

Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient's scs ipg shifted. Surgical intervention may be pending.